Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with an injectable steroid (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 14, 2022.